Event description:
It was reported by the china food and drug administration (cfda), adverse reaction event (B)(6) and not reported directly to medtronic by the customer that while in use on a patient, the 840 ventilator generated an alarm and stopped working. The patient was ventilated via ambu bag and transferred to an alternate ventilator without injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported by the china food and drug administration (cfda), adverse reaction event (B)(6) and not reported directly to medtronic by the customer that while in use on a patient, the pb840 ventilator generated an alarm and stopped working. The ventilator was not made available to medtronic for evaluation. It was informed that the third-party service personnel confirmed the reported issue but, after good faith efforts no further details were available. Based on the information available there was not enough information to make any cause determination. There is insufficient information about the failure and contributing cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.